Manufacturer narrative:
(B)(4). The investigation was completed on 02/15/2018. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained and returned cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ac (product complaint level 2 and level 3 investigation procedure). No deficiency has been determined for the lot.

Event description:
On (B)(6) 2018, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant results on a (B)(6) year old female patient with acute chest pain; dyspnoea on exertion; history of (B)(6); polysubstance abuse; s/p aortic valve replacement. There was no additional patient information available at the time of this report. Test date; (B)(6) 2018 : method: I-stat, method: la. Collect: 0255, collect: 0255. Test: 0258, test: 0348. Cl (mmol/l) >140, cl (mmol/l) 105. K (mmol/l) 2.6, k (mmol/l) 3.3. Na (mmol/l) 109, na (mmol/l) 143. Bun (mg/dl) 10, bun (mg/dl) 15. Ica (mg/dl) 2.6, ica (mg/dl) na. Glu (mg/dl) 80, glu (mg/dl) 78. Tco2 (mmol/l) 33, tco2 (mmol/l ) 24. Crea (mg/dl) 0.8, crea (mg/dl) 0.78. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on information available that suggests the product was not performing within the variability of the assay. The investigation is underway.